Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra nsh ureteral stent, when the device was unpacked, a tear was noticed near the suture hole. Reportedly, the suture was not handled forcefully. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
Analysis of the returned polaris ultra no shaft holes ureteral stent revealed that the bladder pigtail of the device was torn. The suture was not returned. The suture hole was ripped all the way to the end of the stent, which is consistent with one caused by the suture when it is being pulled. Therefore, handling damage most likely contributed to this event.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra nsh ureteral stent, when the device was unpacked, a tear was noticed near the suture hole. Reportedly, the suture was not handled forcefully. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
(B)(4). (B)(6).